Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Patient log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed 13 pump stops/low speed advisories while connected to the power module. X-ray images revealed areas of concern on portions of the driveline, both internal and external to the patient. The patient was sent home with a non-grounded power module patient cable. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of a potentially compromised driveline. The pump was returned assembled with the driveline (dl) severed approximately 1 inch from the pump housing; the remainder of the dl was not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The submitted x-ray images contain the entire internal portion of the driveline and the distal end of the external portion. Areas of concern were noted near the terminus of both the pump end and distal end bend reliefs. The outer layers of the driveline appeared unremarkable. Inspection of the underlying wires revealed a breach in the insulation of the yellow wire adjacent to the nipple of the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the compromised yellow wire made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump off and low speed hazard events, which were confirmed through the evaluation of the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the patient was sent home with a non-grounded power module patient cable. Subsequently, a pump explant was performed and the lvad was returned for evaluation. The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that on (B)(6)2017, the pump was explanted. Patient experienced severe aortic stenosis after device support was discontinued, and the lvad clinicians were planning for a balloon aortic valvuloplasty post-discontinuation of lvad support. No additional information was provided.